Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies. The customer's blood glucose readings varied between 10 and 400 mg/dl. The customer stated the insulin pump would have gone into threshold suspend, so he turned the sensor off. The customer declined troubleshooting and stated he would call back at another time. Nothing was replaced or returned for analysis.